Event description:
An implant card was then received noting that a full revision occurred at a different date than previously reported.

Event description:
Information was later received reporting that the patient continues to pick their generator site and has re-opened their wound. Patient is scheduled for surgery where the plan is to place generator on their back. The surgeon also does not suspect that the site is infected. No other relevant information has been received to date.

Event description:
Confirmation was received that the explant date of the devices was as originally reported. The patient later had devices re-implanted on (B)(6) 2024 and there were no devices in the patient when opened for surgery.

Manufacturer narrative:
H3. Device evaluated by MFR?, code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was later reported that the patient had picked their device site so much, that four inches of lead were extruding. Their generator was subsequently removed and the lead was cut as high as possible. The patient reportedly has bad cellulitis and there are plans to do wound packing / treatment and re-implant at a later date.

Event description:
It was later reported that the patient was picking their incision again. There is a small opening that the physician is watching.

Event description:
It was reported that the patient had been ¿picking¿ his incision and the device started to protrude out of the pocket. The patient¿s surgeon was in the operating room fixing the issue and taking the necessary precautions to move forwards. The patient's surgeon assessed the generator protrusion to be related to patient manipulation or trauma. A pocket revision was performed to preclude serious injury. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿protrusion¿ is not available.